Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA with supplemental information from the nurse of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. Cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered. Pd therapy was ongoing. Pd rn stated that "possibly related to compliance issues" unknown if patient was retrained. Unknown if event was related to hcs machine, disposable parts, or dianeal therapy. The pd rn stated that she "has only been at the clinic for 2 months and doesn't know very much about the patient yet." No further information was provided.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents for h12c27078 was performed with no issues noted during the manufacturing process. No exceptions noted. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed, as the sample was not returned for evaluation. The cause of the peritonitis could not be determined. No device malfunction or use error was identified.